Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
As reported by (B)(6): received email from sales rep that states "last year I sent the email below. Another customer has brought this concern up. She reported that she currently has 5 patients with svc syndrome out of 142 patients with catheters. They moved from palindrome 2 years ago and have allegedly noticed svc syndrome come up more since they have moved to equistream. I also have another health authority that uses hemosplit and equistream and also brought this up last year. This record will address the hemosplit complaint.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Initial medwatch identified the brand name as implanted hemosplit catheter. Additional information was received that identified the band name as implanted hemostar dialysis catheter. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a possible correlation between a hemostar catheter and svc syndrome was inconclusive with the provided information. The facility had initially reported a perceived correlation between the use of a bard dialysis catheter and an increase in occurrences of svc syndrome. It was later stated by the facility that, "the facility reports that after looking through their data, they no longer feel the occurrence of svc syndrome is caused solely by bard dialysis catheters. They state there are too many factors, including different dialysis catheters used and various patient factors to determine one root cause of the svc syndrome". The facility had reported that the svc syndrome was likely attributed to vessel narrowing which was possibly caused by vessel trauma during insertion and/or removal. There was no direct allegation of a specific deficiency against a bard product. A complaint history review was performed, from 2011 to current, to identify any trends or other instances of reported svc syndrome in those product lines. No other complaints were found. The implicated product device was not returned for evaluation and as a result an investigation on the device involved was not possible. Additionally, the product lot number was not provided and a review of the production records for the implicated lot was not possible. At this time there was not enough information to believe there was a direct correlation between the switch to bard dialysis catheters and a rise in instances of svc syndrome.

Event description:
Additional information received 01/18/2016 - per tm, the facility reports that after looking through their data, they no longer feel the occurrence of svc syndrome is caused solely by xxx dialysis catheters. They state there are too many factors, including different dialysis catheters used and various patient factors to determine one root cause of the svc syndrome. The facility reports the svc was noted to be narrowed, possibly due to vessel trauma, and didn't mention any occurrence of blood clots.